Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor was received with cracks and chips on the display due to impact. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the monitor was replaced. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: monitor, 9735795, hd m-touch 27in s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, a piece of the monitor for the navigation system was missing. The damage resulted in intermittent scrolling on images on the monitor. There was no patient present when this issue was identified.